Event description:
This event was reported as after implant and removal of the valve holder, dr noted incomplete coaptation and the leaflets were not closed. Sutures were checked and were uniformly spaced and ok. Valve explanted, mechanical valve implanted. The reoperation very difficult due to calcification and a very brittle annulous tissue which resulted in considerable bleeding. Pt passed away on the operating table. No further info was provided.